Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized for high blood glucose of 562 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The caller was a family member of the customer. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting the insulin pump and the pump passed all specifications the customer was advised to change the reservoir set. No further information was provided.